Manufacturer narrative:
The cause of the negative biased pt results is unknown. Based on siemens internal data, the respective lot 545502 of thromborel s is inconspicuous. Review of our complaint database does not show a similar complaint over a period of about one year for the respective lot 545502 of thromborel s that was released on 2013-01-08. There is no indication that the observed discordant results as described by the affected customer were caused by a general or systematic instrument or reagent issue. Siemens will further evaluate whether customer specific circumstances have contributed to the observation. Therefore, further information about this issue has been requested from the customer in order to conclude the investigation taking customer peculiarities into consideration.

Event description:
Customer complained of a negative bias for prothrombin time (pt). For patient results obtained at around 80 - 100%, a negative bias of -10 to -25% was observed. It is unknown if patient results were reported. The samples were retested at an alternate laboratory and higher results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the biased low pt results. There was no report of adverse health consequences as a result of the discrepant results.